Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed to treat a 90-99% stenosis in the right below-the-knee area. An asahi cruise guide wire got stuck in the lesion during manipulation. When the guide wire was removed, it fractured at approximately 2cm from the tip. A new guide wire was used to cross the lesion and an unspecified stent was then deployed to embed the wire fragment. The procedure was completed. It was informed on october 22, 2024 that there were no adverse patient effects and the patient was hospitalized.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: 3016119728. Although cruise is distributed as regalia xs 1.0 in the us, the subject model is sold outside the us under the brand name cruise. Therefore, the brand name in d1 is cruise and the model number in d4 is pagp140200r as indicated in the package label of the subject device. Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, finding on lot history review, and referring to known similar events, it was presumed that tensile stress generated with removal might have been locally applied on the tip of the cruise guide wire while the wire tip was trapped by the lesion, fracturing the wire tip. Although it was concluded that this event was not attributed to product quality, wire fragment embedded by stent is considered as an adverse event. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.